Manufacturer narrative:
The technician found the brake casters are worn. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. The technician replaced the brake casters, supports and the main bearing to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brakes set but are not holding. No patient injury reported.